Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a procedure on an unknown date. During the procedure, the juggerknots fractured. Subsequently, another hole was drilled to complete the procedure.